Event description:
Siemens streamlab centrifuge malfunctioned during operation approximately 7am. Plastic tube specimens were thrown out of their locations within the buckets and broken. Centrifuge began to overheat, resulting in smoke. Lab was evacuated. Pts had to be redrawn.